Event description:
The mother of a patient was present during the mr examination, and was sitting next to the patient table with her legs underneath the table. The table was moved out and down by the radiographer using the table controls in front of the magnet. At the vertical downward movement the table caught the lower leg of the mother. She suffered a fracture of the ankle joint. There was no technical malfunction of the table. The operator did not properly ensure that no one was in the path of the vertical motion of the table. This incident occurred in another country. The magentom avanto operating instructions provide a clear warning regarding the vertical and horizontal movement of the patient table (e.g. Page b.10-12: ensure that there are no persons or objects within the hazardous zone of the patient table).